Event description:
The customer alleges that the blade bulb will not energize after engagement is made on a laryngoscope handle. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.